Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested for roche cardiac poc trop t (troponin t) on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. The customer initially stated that they received a high result that was over 300 ng/l when testing the patient on the cobas h 232 analyzer. Because of this, the patient was sent to another hospital to receive treatment. A new sample was collected at the hospital and the result from this sample was normal. The customer later stated that the patient had a result of 98 ng/l when tested on the cobas h 232 analyzer. The result was believed to be correct and the patient was sent to the hospital. Three hours later, a new sample was collected from the patient at the hospital and analyzed on an e602 analyzer, resulting as < 13 ug/l. The next day, the customer ran a comparison study between the cobas h 232 analyzer and a second cobas h 232 analyzer. The results were higher on the problem cobas h 232 analyzer when compared to the second cobas h 232 analyzer. The patient was not adversely affected. The serial number of the affected cobas h 232 analyzer is (B)(4). The customer product and affected patient material were requested for investigation, but were not provided. Relevant retention material roche cardiac poc troponin t of lot 15953810 was measured on a qualified cobas h 232 analyzer with two native blood samples and one spiked blood sample (c=100 ng/l). Retention material of roche cardiac poc troponin t of lot 12130320 was also measured on a qualified cobas h232 analyzer with the blood samples. 3 test strip measurements were carried out for each of these samples with retention materials. The blood samples were also measured on an elecsys 2010 analyzer. Mean of the measurements on qualified cobas h232 with lot 15953810: first native blood sample: <40 ng/l. Second native blood sample: <40 ng/l. Spiked blood sample (c=100 ng/l): 115 ng/l. Mean of the measurements on qualified cobas h232 with lot 12130320: first native blood sample: <40 ng/l. Second native blood sample: <40 ng/l. Spiked blood sample (c=100 ng/l): 113 ng/l. Elecsys 2010 measurements: first native blood sample: <3.00 pg/ml. Second native blood sample: 4.98 pg/ml. Spiked blood sample (c=100 ng/l): 118.2 pg/ml. The results of all measurements with relevant retention material fulfill requirements. As no customer test strips or a sample from the customer was returned, a detailed root cause analysis could not be carried out. Interference of the sample could not be excluded as a root cause.